Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. Product ID 8840, product type: programmer, physician. Product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On 2015-09-09, information was received from a doctor regarding an unknown patient who was receiving an unknown drug via an implantable pump for an unknown indication. On (B)(6) 2015, while updating the pump, the broken clinician programmer icon appeared. The doctor re-interrogated the pump and noted that the pump reverted to stopped pump mode. The doctor reprogrammed the pump successfully to the desired settings and the issue resolved. No patient symptoms were reported. The doctor also used the clinician programmer successfully later that day. If additional information becomes available, the event will be updated.